Manufacturer narrative:
The reagent lot number is 817039. The expiration date was not provided. E1 initial reporter establishment name: n.healthcare systems (nls-ptn) nawamin national healthcare systems co., ltd. The field service representative found a damaged rinse nozzle. He replaced it and performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 25.37 mg/dl. The repeated result was 0.79 mg/dl. The sample was repeated as the initial result was higher than the normal range.